Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) lead stretched causing inner tubing to be kinked/buckled, outer insulation breached/cut and deformation in the coil which causes extension problems. (B) (4) full lead.

Event description:
It was reported during the implant procedure that there was positioning difficulty. It took 21 turns to deploy the helix (outside body) and then it would not retract. The lead was not implanted. No patient complications have been reported as a result of this event ((B) (6) 2010).